Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to address the occlusion. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer had not removed the cartridge while pumping. A cartridge change was performed to address the alarm. Customer's blood glucose level was 306 mg/dl.